Event description:
A lead extraction procedure commenced to remove one right atrial (ra) lead. Several minutes after successful extraction it was noted that the blood pressure was dropping. A trans-esophageal echocardiogram (tee) confirmed that there was an effusion, injury location unknown. Rescue efforts commenced, and a pericardiocentesis was performed, among other efforts. The patient survived the procedure/intervention, and was discharged several days later after close monitoring. Injury location was not confirmed.